Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved determined there were cracks in the catheter. A functional test could not be performed; however, the balloon was lubricated and advanced through an olympus gif-q20 endoscope with a 2.8 mm channel. The balloon advanced through the scope without difficulty and exited the distal end. A ring gauge passed smoothly over the distal and proximal joints of the balloon. During a visual examination, cracks were observed in the catheter approximately 92 cm and 101.5 cm from the distal end. A product specific discrepancy or anomaly was not observed during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: responses to additional questions indicated that negative pressure was not applied to the balloon prior to advancement. This is a likely cause for the reported observation. A contributing factor to difficulty with balloon advancement is failure to apply negative pressure to the balloon prior to advancement. The instructions for use advise the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Damage to the catheter can occur if the device experiences excessive pressure during general handling. Cracks and kinks were observed along the length of the catheter suggesting the device received excess pressure. The instructions for use direct the user: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. There were no nonconformances for the lot number said to be involved. A discrepancy or anomaly was not observed with the product that was released for distribution. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that no negative pressure was applied, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. [It was] impossible to pass the device in the channel of the endoscope (channel greater than 2.8 mm). They used another device, same reference. There was no reportable information at this time. The device was evaluated on 26-jul-2019 and cracks were observed in the catheter approximately 92 cm and 101.5 cm from the distal end. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.